Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying breast shield fit. The troubleshooting did not resolve the issue. A replacement device was sent to the customer. In follow up with a complaint handler on 10/08/2018, the customer alleged that she developed the clogged duct on (B)(6) 2018 and was prescribed an antibiotic. She indicated that she was feeling better with increased pumping sessions and that the replacement pump was working without issue. The device was returned with the customer's parts and accessories and was evaluated on 10/15/2018. The device passed suction and cycle specifications. The customer's report of low suction could not be confirmed. Medela is filing this report, as it required medical attention. (B)(4).

Event description:
On 09/27/2018, the customer alleged to medela llc that she was experiencing low suction with her pump in style breast pump. She additionally alleged that she was going to the doctor because she had knots in her breasts which were painful.